Manufacturer narrative:
The sample is serum. Service was not dispatched for this event. The customer sent the patient's samples to customer product line support (cpls) for further testing. Cpls testing confirmed that the sample had a heterophile interference with the access htsh assay. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 - (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining very high thyroid stimulating hormone (tsh) results above the reference range that did not fit the patient's clinical picture, generated by the unicel dxi 800 access immunoassay system. One of the patient's samples was tested on an alternate methodology and the result yielded within normal range. The erroneous results were reported out of the laboratory. There was suspicion of interference within the samples. The patient was given levothyrox due to the erroneous tsh results. The patient could not tolerate the medication and the treatment was stopped.